Event description:
It was reported that the user was not receiving blood glucose readings on the ilet when paired with a freestyle libre 3 plus sensor, with pairing initially successful but no data displayed until a new sensor was applied and readings later appeared, consistent with an intermittent communication failure involving the antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components implicated including the electrical and magnetic system and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.